Manufacturer narrative:
At the time of this report, the device has not yet been returned for evaluation. As a result, a determination cannot be made at this time. If further information becomes available, gyrus acmi will continue the investigation and update the agency accordingly.

Event description:
The distal end post apparently broke off during demo procedure performed to evaluate instaclear sheath. The sheath probably got damaged when the user was sliding the sheath over the scope(45 degree) as it was inserted too deep. The user didn't notice breakage and completed the procedure. Later, the broken post became apparent and attempt was made to find the broken piece. The physician confirmed that there was no fragment fell into patient. The fragment was discovered inside the gauze which was used to wipe off the distal end of the device. The fragment has been collected. There was no interruption or extension of procedure.

Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation results. The device was returned to olympus for evaluation. The device was returned to olympus for evaluation. The customer¿s complaint was confirmed. A visual inspection was performed on the returned device and found distal post attached with the device. Also evaluation noted that the leak test was not showing any leaks at the seal. The cause is most likely an inadequate suction source. Another potential cause is out of specification divots and/or fin on the tube preventing the fluid from clearing the field of view.